Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was walking the dog and he had a low blood glucose. Customer passed out and fell due to the low blood glucose. Customer was assisted by two firemen and then taken to the hospital. Customer was in the hospital for a week and was admitted on (B)(6) 2015. Customer stated that he has been wearing a neck brace since a few days ago. Customer stated that he had broken his neck when he passed out. Customer stated that the perceived cause of the low blood glucose incident was that he had taken a longer walk when he was walking his dog. Customer declined to troubleshoot for the low blood glucose because he does not feel that it was caused by the pump.